Manufacturer narrative:
Initial reporter facility: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient's minicap transfer set presented a fluid leak. This issue occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Visual and functional testing performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.